Event description:
A user facility reported a lens was removed due to a scratch. Follow-up information provided on a returned questionnaire, received on 03/19/2007, indicated a lens exchange was performed two weeks following the initial surgery.

Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. The center of the optic was scratched. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Add'l info was requested by mail and by fax on 02/20/2007. Phone follow-up was conducted on 02/20/2007 and 03/05/2007. A completed questionnaire was received 03/19/2007.